Manufacturer narrative:
Concomitant medical products: (B)(4) ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing atrial fibrillation (af) and the p-waves were noted to be below the normal range. The r-waves of the right ventricular (rv) lead were also noted to be below the normal range. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.